Event description:
It was reported that the patient was in a ventricular tachycardia episode and the defibrillator withheld therapy due to the discriminator categorizing the rhythm as a supraventricular tachycardia. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 competitor implantable pacing lead 2011 (B)(6). (B)(4).